Event description:
It was reported that during a da vinci surgical procedure, the maryland bipolar forceps instrument stopped working when inserted into the robot. There was no report of fragments falling into the patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation was unable to replicate the customer reported complaint. The instrument was placed on an instrument performance tester and passed friction testing. Failure analysis also found the instrument's tube had scratch marks and abrasions. The distal end of the main tube had various scratch marks with light material removal. The scratches were .022 - .104 in length and not aligned with the tube axis. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however; the damage to the main tube found during failure analysis if to recur could cause or contribute to an adverse event.